Event description:
The customer reported his blood glucose and insulin history is as follows: bg(mmol/l): 10.0, 14.0; (mg/dl): 180, 252; bolus(u): 4.0. The pod was removed and he noticed the needle never fired the cannula into his skin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.